Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with persistent dryness/superficial punctate keratitis (spk )in the right eye with visual acuity fluctuating. The patient was treated with lower punctual plugs, topical steroids and preservative artificial tears. Patient informed of just getting over a sinus infection. Sinus medications made ocular symptoms worse. Upon follow up, patient still reports dry eyes and light sensitivity. An oral antibiotic, cyclosporine ophthalmic emulsion and steroid gel were prescribed. Patient was also instructed to do warm compress and lid scrubs. Punctual plugs were inserted in upper punctum. Upon additional follow up, patient still reports severe light sensitivity and moderate dryness. Symptoms were slightly improved. Patient continues to use medications and an ointment was prescribed to be used at bedtime. Patient will continue to be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).